Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to perform the displacement test due to the constant motor error alarm. There was no black rectangle on the display. There was no display anomaly. The pump had scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The pump was not starting up. A black rectangle appeared on the display when a new battery was inserted. There were no error messages or any other text. Troubleshooting was not able to resolve the issue. The device was returned for analysis.